Manufacturer narrative:
Initial 2 of 5. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient was hospitalized due to hyperglycemia and was treated with IV and fluids of saline and insulin and also the infusion set cannula was bent on (B)(6) 2026.